Manufacturer narrative:
A review of the device history records show that the product lot met all of the required release specifications, passed all required testing in place at the time, and was packaged and sterilized properly. The majority of the graft was received for evaluation. In the center reinforced section of the graft, a loop of the reinforcement fiber had been pulled out from the foam of the graft, causing the graft to constrict over an approximately 1/4" section. There was a break in the fiber reinforcement loop. The graft was sectioned on either side of the fiber constriction to allow for closer observation of the constriction point. It was confirmed that there was no other occlusion in the graft, and the graft appeared to be normal otherwise. The fiber reinforcement loop that was pulled out at the graft constriction point was examined under the microscope. It was clear that the fiber had been crimped in several places. This crimping would have occurred at the hospital, most likely during the implant procedure. It was unclear what exactly caused the crimping. It was reported that an angiogram was not performed due to the patient's symptoms. No corrective action is warranted as this appears to be a user error. No further information is available. The manufacturer is closing its file on this event.

Event description:
A vascular access graft implanted in a loop configuration in the left femoral region occluded immediately after placement. Reoperation was performed three days after the implant to remove the graft. The venous and arterial anastomoses were left in place and the graft was replaced with another graft. The removed graft was returned to the manufacturer for analysis.